Manufacturer narrative:
(B)(4)

Event description:
A customer reported a patient received a temporary stain on her face and neck when she took an endoscopic treatment by using a "mouthpiece band" which was disinfected by disopa. After the endoscopic procedure, the skin which made contact with the band turned black in color, and it was suspected there was disopa residue remaining on this band. The stain lasted more than one week on the patient¿s face and neck. There was also report that the patient had a follow-up visit; however, there was no report that the patient received medical intervention or treatment for the stain. In addition, the hospital declined to provide any further information regarding the patient¿s symptoms. Regarding the device rinsing procedure, it was reported disopa was rinsed out under running water for five minutes for this instrument. After that, it was sterilized with an antiseptic solution ¿hypochlorous acid¿ (which is a non-asp product), then a rinse was carried out more; however, the details of this additional rinse were not provided by the hospital. After this event occurred, the asp sales representative visited the site and instructed on proper use of disopa. Regarding the instrument used in this event, the ¿band¿ was used for fixing the mouthpiece during the procedure. The make and model of the instrument is unknown. It is also unknown if the material which the instrument is made, is approved for use with disopa, and the hospital declined to provide further information. Lastly, it was reported the hospital decided to no longer use disopa to sterilize this instrument for future procedures. Based on the information contained in the complaint at the time the reporting determination was made, there is no harm or serious injury reported. The temporary stain resolved and there is no report that medical or surgical intervention was required to preclude a permanent impairment of a body function or permanent damage to a body structure; however, the customer reported there was human contact with a medical instrument that was not rinsed per disopa instructions for use; therefore, as a matter of policy, this event is being reported as a malfunction.

Manufacturer narrative:
(B)(6). Asp investigation summary: the investigation included a review of the batch history record, trending analysis by lot number, visual analysis, and system risk analysis (sra). The batch history record could not be reviewed as the lot number was not available. Tending analysis by lot could not be performed as the lot number was not available. The sra indicates the risk associated with exposure to toxic or corrosive material is "low." Visual analysis was not performed as the product was discarded by the customer and not available for return. The supplier was not notified of the issue as the issue was not identified as a manufacturing or functional issue. The likely assignable cause of this issue was likely due to improper rinsing of the instrument. An asp representative visited the site and provided re-training on proper cleaning and rinsing. The issue will continue to be tracked and trended.